Manufacturer narrative:
The insulin pump was received with blank display due to corrosion all electronic assembly. Moisture damage was found on motor home switch. The insulin pump was received with scratched on display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.